Event description:
It was reported that the implanting hcp had "botched her up twice" and that the catheter was twisted 60 times. Per the reporter, the pump only worked for "2 days and then it quit." The last refill was approximately 4 years ago. The patient planned to establish care with a new hcp to discuss the possibility of getting a new pump.

Manufacturer narrative:
(B) (4).